Manufacturer narrative:
The investigation determined that higher and lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas omni immune quality control (qc) fluids were processed using vitros ipth reagent lot 1605 and lot 1621 when tested on a vitros xt 7600 integrated system. The assignable cause for the higher than expected ipth result obtained using vitros ipth lot 1605 was not determined. A reagent issue, instrument issue and qc fluid are all potential contributing factors to the event. The assignable cause for the lower than expected results obtained using vitros ipth lot 1621 was a reagent issue. Ortho initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. On 17 november 2022, a communication ((B)(4)) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots 1610, 1621, 1630, 1640, 1645, 1650, and 1670, customers may experience lower than expected results with an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower-than-expected vitros intact pth (ipth) results were obtained when non-vitros mas omni immune quality control (qc) fluids were processed using vitros ipth reagent lot 1605 and lot 1621 when tested on a vitros xt 7600 integrated system. Ipth lot 1605, mas level 1 result of 23.72 pg/ml versus the expected result of 18.00 pg/ml ipth lot 1621, mas level 1 result of 12.48, 10.56, 12.15, 9.00, 11.67, 10.88, 10.24, 9.59, 10.36, 9.93 and 10.53 pg/ml versus the expected result of 18.00 pg/ml ipth lot 1621, mas level 3 result of 806.25 pg/ml versus the expected result of 1188.00 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient fluids. There was no indication that patient samples were affected around the time of the event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600119.